Event description:
It was reported to nova biomedical that, a consumer received erratic results of 42 mg/dl, 135 mg/dl, 207 mg/dl, 116 mg/dl, and 112 mg/dl on their blood glucose meter within a ten minute time period. The difference in the readings was determined to be clinically significant. The meter in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.